Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high and the cause was not known. A correction bolus and insulin injections were used to address the bg level. The pump supplies were changed. As the high bg had been resolved at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.